Event description:
Report received from (B)(6) stating: "tubing system was clopped. During procedure, no aspiration possible. Clogged stable chamber. No pt impact or injury".

Manufacturer narrative:
The product has been requested for eval; however, it has not yet arrived for eval. Sterilization and lot history records were reviewed and no exceptions were found.